Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hemicolectomy procedure, at the time of using the circular stapler, it cut and stapled only half of the intestine, so the surgeon had to cut the tissue without stapling and use another circular stapler. There were no patient consequences reported.